Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient went to the emergency room due to the peritonitis. Two days after peritonitis onset, the patient was admitted to the hospital for the event and reportedly was "in the ICU (intensive care unit) for a while" (no further detail and exact dates were unspecified). On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). One week after being admitted to the hospital, the patient's pd catheter was removed and pd therapy was placed on hold. Five days later, the patient was discharged from the hospital. At the time of this report, the patient was on hemodialysis, unknown antibiotic treatment was ongoing, the patient was still recovering from the peritonitis event and reportedly "feeling better". It was reported that the patient is preparing to have a new pd catheter placed in 1-2 months (future date unspecified). No additional information is available.